Event description:
It was reported that a malfunction occurred without any notable preceding events. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support provided instructions to reset the pump, assisted the caller in doing so, and confirmed the issue did not recur. The customer was advised to continue using the pump and to reach out if the issue reappeared.